Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as: 2134265-2017-07237 and 2134265-2017-07236. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the physician tried to do automatic pullback; however, the pullback sled failed to move and made a rare sound. Thus, automatic pullback failed. The procedure was completed using manual pullback, missing the longitudinal view. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a rattling sound from the sled. The cup where motordrive unit 5 plus connects would not slide smoothly. The returned sled was able to properly connect to the motordrive unit 5 plus (mdu5+). The mdu5+ turned on but would not perform automatic pullback. Manual pullback was possible, but very rough. Opened the sled and found the wheel and keel that attached to the cone had become detached. The internal wheel and keel are in good physical condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
Same case as: 2134265-2017-07237 and 2134265-2017-07236. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the physician tried to do automatic pullback; however, the pullback sled failed to move and made a rare sound. Thus, automatic pullback failed. The procedure was completed using manual pullback, missing the longitudinal view. No patient complications were reported and patient's status was stable.